Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer (B)(4), which markets the devices in (B)(4). The manufacturer did not yet receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. An amended report will be filed when parts have been investigated. (B)(4).

Event description:
It is reported that patient was revised due to loosening on (B)(6) 2011. During revision a stiffness in motion of the part for connecting the ulnar component assembled to the humeral component of above mentioned device was found.